Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an ablation procedure, they experienced a temperature unstable alarm and the generator stopped working. Although the generator was restarted several times, the issue was duplicated. The surgery was cancelled and reoperation will be performed. There was no harm to the patient.